Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing end of two (2) continu-flo solution sets were "sliding into an adjacent tubing causing disruption/poor flow". This was observed during an unspecified process step. The tubing sets were replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, ten (10) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water were performed, and the results were satisfactory with no defects observed. Priming was performed, and no defects were observed. Functional testing to check the general function and the adequacy of the direction of use, and it was determined that the sets worked according to the requirements. The reported condition was not verified in the returned companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.